Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced weight loss of (B)(6) since the implant of her device on (B)(6) 2016. As such, the drg ins was protruding out. As a result, the patient underwent surgical intervention to have their ins replaced. Effective therapy was restored postoperatively.